Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2015 with the following findings: investigation revealed a crack along the side of the battery compartment. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a crack along the side of the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/28/2015.